Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the monitor was unable to complete a pulse fire test. The monitor's electrode belt receptacle had multiple pinched wires, preventing the testing to be completed. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.